Manufacturer narrative:
Correct country and address information.

Manufacturer narrative:
The associated complaint devices were not returned. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The clinical / medical evaluation concluded that the x-rays provided are undated but support the surgeon¿s report of possible too much extension in the femoral component. Based on the information provided the root cause of the reported joint instability was reportedly due to femoral component being extended too much of about ¿15 degrees¿. The future impact to the patient beyond the revision cannot be determined. No further clinical/medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the devices or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery had to be performed on the patient due to joint instability. Femoral component and tibial insert explanted. A previous revision surgery is mentioned. No details available.